Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and revealed localized charring and melting on one side of the yaw pulley. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed energy delivery testing in various grip orientations. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had cauterized marks and melted plastic. There was no report of patient involvement.